Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records after receiving the supply bag lines are blocked message three times during dwell 5 of 5 of treatment. A review of the patient¿s treatment records identified that the patient drained 4129 ml during drain 1 of 5 of the treatment. This drain volume is 217% the patient's prescribed fill volume of 1900 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. The pdrn stated upon follow-up that the patient did not perform a stat drain upon overfilling and experienced shortness of breath and abdominal distension as a result of the reported issue. The pdrn stated the symptoms resolved when the patient transitioned to continuous ambulatory peritoneal dialysis (capd) to complete treatment. The pdrn confirmed that the patient did not experience a serious injury or require medical intervention as a result of the reported event. The pdrn stated that the patient has received their new cycler, which is working well, and is continuing with peritoneal dialysis therapy without issue and without reoccurrence of the reported event. The old cycler was scheduled to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance and fill times were within specification. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. The internal inspection of the cycler showed that there were visual indications of dried fluid on the bottom cover underneath the pump assembly. Hp2 was found to be clogged with fluid. The cause of the encountered dried fluid and fluid could not be determined. The cycler was found to have insect infestation, the cycler will be quarantined. Mushroom head check passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records after receiving the supply bag lines are blocked message three times during dwell 5 of 5 of treatment. A review of the patient¿s treatment records identified that the patient drained 4129 ml during drain 1 of 5 of the treatment. This drain volume is 217% the patient's prescribed fill volume of 1900 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. The pdrn stated upon follow-up that the patient did not perform a stat drain upon overfilling and experienced shortness of breath and abdominal distension as a result of the reported issue. The pdrn stated the symptoms resolved when the patient transitioned to continuous ambulatory peritoneal dialysis (capd) to complete treatment. The pdrn confirmed that the patient did not experience a serious injury or require medical intervention as a result of the reported event. The pdrn stated that the patient has received their new cycler, which is working well, and is continuing with peritoneal dialysis therapy without issue and without reoccurrence of the reported event. The old cycler was scheduled to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records after receiving the supply bag lines are blocked message three times during dwell 5 of 5 of treatment. A review of the patient¿s treatment records identified that the patient drained 4129 ml during drain 1 of 5 of the treatment. This drain volume is 217% the patient's prescribed fill volume of 1900 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. The pdrn stated upon follow-up that the patient did not perform a stat drain upon overfilling and experienced shortness of breath and abdominal distension as a result of the reported issue. The pdrn stated the symptoms resolved when the patient transitioned to continuous ambulatory peritoneal dialysis (capd) to complete treatment. The pdrn confirmed that the patient did not experience a serious injury or require medical intervention as a result of the reported event. The pdrn stated that the patient has received their new cycler, which is working well, and is continuing with peritoneal dialysis therapy without issue and without reoccurrence of the reported event. The old cycler was scheduled to be returned to the manufacturer for physical evaluation.